Event description:
It was reported the patient¿s stimulator ¿had been malfunctioning on and off¿ since the patient had it. It was stated the patient had been unable to get the implantable neurostimulator (ins) programmed correctly since implant. It was noted the patient was on fentanyl and pain patches at the time of report. Additional information has been requested; a supplemental report will be filed if additional information is received.

Manufacturer narrative:
Concomitant: product ID 37754, serial# (B)(4), product type recharger. Product ID 37746, serial# (B)(4), product type programmer, patient. Product ID 39565-65, serial# (B)(4), implanted: 2013-(B)(6), product type lead. (B)(4).